Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed functional testing for ventricular heartwire connectors. It was also noted that the bails were missing. (B)(4).

Event description:
It was reported that the case was broken. The external pulse generator (epg) was returned to the manufacturer for servicing. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.